Event description:
It was reported that the probe tip broke during use. No patient complications were reported.

Manufacturer narrative:
The tip of the probe has sheared off just under the ball.

Manufacturer narrative:
(B)(6). (B)4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.